Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported ischemia and myocardial infarction are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the proximal first obtuse marginal artery. On (B)(6) 2011, the patient was re-admitted with influenza a. The patient was found to be in atrial fibrillation, which was treated with medication; however the physician did not feel the atrial fibrillation was related to the previously placed stent. Cardiac enzymes were elevated. A (B)(4) test indicated ischemia and electrocardiogram revealed non st elevation myocardial infarction (mi), non q wave mi. The patient underwent coronary artery bypass grafting on (B)(6) 2011 in the target lesion, target vessel and non-target vessel. The patient's influenza a was treated with medications. The patient was discharged to home on (B)(6) 2011. No additional information was provided.